Event description:
It was observed during the device evaluation that the autoclavable camera head had cable water ingress and charge coupled device water ingress. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable water ingress charge, coupler device water ingress a root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.